Event description:
It was reported that the patient was charging more than expected. The patient was told she would recharge once a week but has been charging every couple of days for eight hours. It was reviewed that recharging frequency is based on parameters and the use of the device. The patient may have been under anesthesia when she was told her recharge interval would be once a week. It was reviewed that her therapy was working. An impedance check and recharge calculation could be done in the office to get more information on what was going on if it could not be resolved. She had not really cut down on her pain medications yet but had been on them for a while and had to take it slow. The patient had a pre-existing electromagnetic interference (emi) in her body and could erase a cassette tapes, cds or thumb drives by holding them. The patient was wondering if that could be causing the battery depletion. It was suggested that the patient discuss the emi issue with her healthcare provider as that was not the response expected from emi. No patient outcome, symptoms, or interventions were reported. Follow-up is being conducted to obtain this information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6)2015, product type: lead. (B)(4).